Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead during a follow-up. The rv lead was capped and replaced to resolved the event and the patient was stable.